Manufacturer narrative:
Patient weight not available from the site. Reported issue was resolved at time of trouble-shooting. On 04/21/2017 a medtronic representative, following-up at the site, reported there was no case delay. The navigation system shut down while it was powered up (not navigating) while the surgeon was exposing the patient. The only thing we had to do was re-verify the instruments. No negative patient impact. No parts were replaced. No parts have been received by manufacturer for analysis. Issue resolved at time of trouble-shooting.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system would intermittently exit unexpectedly to a black, logo splash screen. In trouble-shooting, a hard re-boot of the navigation system restored normal function. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.